Manufacturer narrative:
(B)(4).h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the arm which is off-label usage of the device on (B)(6) 2024. The parent reported that the pediatric patient experienced bleeding which occurred the same day the sensor had been inserted in the arm. The insertion site/arm bled the night of the day the sensor was inserted, and the sensor was removed at that moment. According to the report the bleeding led to an infection and the next day the patient was seen at the hospital as the arm was swollen and hurt. The patient was evaluated by an hcp (healthcare provider) and received treatment with antibiotics. It was not reported which antibiotics, but the reporter stated that at the time of the call the patient ¿just finished the course of antibiotics" and felt fine. No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No additional patient or event information is available.